Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-560 mg/dl) with a moderate level of ketones. A correction bolus via the pump and insulin injections were administered to address the bg level. The customer reverted to using another pump to for insulin therapy. The customer thought that the pump was the cause of the high bg; however, after a pump system check, no device issues were identified. The customer understood and declined further follow up.